Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after pulling a stone in the bile duct the balloon was attempted to be deflated, however the balloon would not deflate. Upon inspection, the physician noted that the catheter at the proximal end was kinked and stretched, which prevented the balloon from deflating completely. The physician had to pull the extractor balloon through the endoscope to remove it out of the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of balloon deflation difficulty. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.